Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of aseptic peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The nurse contacted baxter's technical service (bts) center regarding a low drain volume alarm that occurred during the initial drain on the homechoice (hc) machine. During follow up with the nurse, it was reported that the patient was hospitalized on (B)(6) 2010 for peritonitis. The patient was diagnosed with aseptic peritonitis and began antibiotic therapy (type, dose, frequency or route not reported). On (B)(6) 2010, the patient was discharged from the hospital. The patient's discharge diagnosis included diverticulitis, which was considered part of the patient's medical history. The root cause of the aseptic peritonitis was diverticulitis. There was no break in aseptic technique, and no exit site or tunnel infection associated with the aseptic peritonitis. The course of antibiotic therapy lasted a total of three weeks. The event of aseptic peritonitis was considered resolved after completion of antibiotic therapy. Dianeal therapy continued. The nurse believed that the event of aseptic peritonitis was unrelated to dianeal therapy. The nurse suspected that the patient developed the aseptic peritonitis due to the diverticulitis.